Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has several issues. First, since implant of the implanted neurostimulator (ins) they have a heating sensation while recharging. Due to high therapy settings they need to recharge twice a day. Now in the last few weeks the sensation has gotten really painful to the point where the patient turned the ins off to avoid having to recharge. Secondly, they fell on their back recently and a radiologist claimed that one of the connections to their specify - lead was "ripped apart" in the area where they hit their back. For both issues the patient visited a hospital (not the implanting clinic) that was familiar with these devices. The doctor offered to move the ins to a different spot to help with the heating / pain issues and claimed the lead was fine. However, the pt does not really trust that doctor. The patient was curious if there were any other hcps in the area that could help them. Regarding the pain while recharging the ins, it is rare but a known issue. Most hcps assume that a nerve was close to the ins pocked and then overstimulated. Therefore, they are advising to move the ins to another location to avoid said nerve. In the end, this is a hcp decision together with the patient. A completely torn lead wire should have an impact on the impedance test. While the test current can flow through the tissue at the breaking point, some impedances should be very low since there were only a few millimeters of tissue between the frayed wires. Other impedances should be higher since the current needs to go from the damaged area up to the normal contacts. They can do another x-ray (the wires should be clearly visible) and have an hcp familiar with the system to see the pictures. Patient services (pats) contacted a local rep for other hcps in the patient¿s area. The issue has not been resolved. Additional information was clarified. After speaking with the manufacturer representative (rep) for the region, the patient either n eeds to go back to the implanting hospital (since this is still very close), or they will need to go back to the clinic that did the troubleshooting since this is the other big / experienced scs user there. Other clinics can be found online via the clinic finder, but they will be further away. The patient will be informed about this and can then choose where to go.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Serial# unknown: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown: b3: event date is unknown. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.